Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2023. The patient's blood glucose levels reached 30 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include gastrointestinal bleeding in the rectum, low platelets, and hypoglycemia. The patient reported they felt shaky and sweaty during the event. The patient had a CT scan done. The patient was treated with surgery for their gastrointestinal bleeding and ringer¿s lactate via IV solution. The patient reported when they have low blood glucose levels, they give themselves a trueplus glucose shot to raise their blood glucose levels. The patient was released on (B)(6) 2023. The pod was removed at the hospital. The patient has discarded their pod.